Event description:
Revision surgery - the pt's original surgery was performed on (B)(6) 2012. The pt has since fell and dislocated. The surgeon revised the pt to a larger head and constrained liner.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one month of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 70th complaint for this part number: 31 due to dislocation, 15 due to infection, four due to pain, three due to trauma, three for instability, three due to a fractured bone, three for a tight joint/limited range of motion, two due to dissociation, one for subluxation, one assembly issue, one for a cracked device, one due to a machine defect, one for impingement, and one for a revision. This is the first complaint for this lot number. The root cause was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.